Event description:
It was reported that patient faced infusion set caught on something and was pulled out on accident event on(B)(6)2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kigdom. Name: (B)(6). Country: united states of america. Street: (B)(6) . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.